Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue any further troubleshooting at this time, and no further information was received regarding the outcome of the event.